Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had possible set or set occlusion/possible temp blockage. Customer's blood glucose at time of incident was 150 mg/dl. The customer was unable to get insulin to enter the tubing manually when changing his set. The customer try another infusion set on the same reservoir and the same issue happened. The customer tried another reservoir and set to see if it worked and it did. The customer is returning his sets and reservoir for analysis. Customer was advised that we are sending replacement.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and performed the pre-fill reservoir test. The reservoir passed per inspection and found no occluded anomaly during filling.